Manufacturer narrative:
510k: this report is for an unknown mono/polyaxial screws: /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
Device report from synthes reports an event in japan as follows: this report is being filed after the review of the following journal article: aono, h. Et al (2017), temporary short-segment pedicle screw fixation for thoracolumbar burst fractures: comparative study with or without vertebroplasty, the spine journal, vol. 17, pages 1113-1119 (japan). The purpose of this prospective multicenter comparative study was to compare outcomes for temporary short-segment pedicle screw fixation with vertebroplasty and for such fixation without vertebroplasty. Between 2006 and october 2013, a total of 62 patients (42 male and 20 female) with a mean age of 40 years (range 13-69 years) were included in the study. These patients were divided in to two groups (with and without vertebroplasty). 33 patients were treated without vertebroplasty, and 29 patients were treated with vertebroplasty. The result of this comparison was recorded as the percentage of anteroposterior canal compromise at the injured vertebra. Fracture severity was calculated using the load sharing classification, the ao classification, and the denis classification. All patients were monitored clinically and radiographically for a minimum of 2 years, with the median follow-up duration being 36.3 months (range, 24¿68 months). The following complications were reported as follows: 4 patients had an asia grade of b. 8 patients had an asia grade of c. 16 patients had an asia grade of d. 1 patient had a breakage of one 5-mm cephalad pedicle screw 8 months after the initial operation. This report is for a schanz pedicle screws (ao universal spine system, depuy synthes, west chester, pa, USA). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.